Event description:
Customer reported multiple communication error events occurring in the critical care unit. No specific details were provided. The biomed reported that in many of the cases, he noted obvious iui contamination, corrosion or bent pins that would explain the errors. The biomed replaced the iui connectors, after which the problem did not persist. Customer agreed that the channel disconnect/communication errors were most likely due to contamination or corrosion on the iui connectors. There was no report of patient harm or medical intervention. Although requested, no add'l info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). No product will be returned per customer. The customer complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.